Manufacturer narrative:
The account found the side rail end tube is damaged. The account replaced the side rail end tube, shoulder screw and nut and ratchet rivet to resolve the issue.

Event description:
The account alleged the side rail does not latch. No pt impact.